Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with the complaint and completed the failure analysis (fa). The long bipolar grasper instrument was found to have damaged insulation with exposed wires at the distal end near the yaw pulley. The conductor wire was not loose or frayed as reported by the customer. The insulation is damaged but the components adjacent to the wire do not show damage. The instrument was installed on the in-house system and passed the continuity test, recognition, engagement, and energy delivery tests. The complaint was confirmed by failure analysis. Additionally, isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the damage was identified after reprocessing. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a central processing, the long bipolar grasper instrument had a loose or frayed black cable. There was no report of patient involvement.